Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. Sensor kit expiration date is 31-oct-2021. The medical event associated with this case occurred on (B)(6) 2024 which confirms the usage of the device beyond the useful life of the device. No additional investigation are required as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue was reported with use of the abbott diabetes care (adc) device. The customer received an unspecified higher glucose readings by adc sensor scan results compared to an unspecified blood glucose test obtained on a competitor brand meter. Customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer reported higher glucose values approximately 120 mg/dl when compared to blood glucose test values ¿in the 80¿s.¿ furthermore, the customer stated they had symptoms of hypoglycemia described by saying their ¿eyes were glassy" and were unable to provide self-treatment, which subsequently resulted with the customer experiencing a seizure. The customer required a glucose shot that was provided by non-healthcare professional (non-hcp) only, thus indicating that no further treatment was reported. There was no report of death or permanent impairment associated with this event